Event description:
Hosp advised that the pump alarmed and displayed channel error. Infusion to the pt was interrupted. Error code 222.4030 was reported in the error log, which is indicative of a motor stall. No pt consequence.